Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Nurse at hospital contacted via text message to inform that one of their corail neck trial pieces had a damaged locking ring. No information provided around case details when initially reported. No adverse event. No further information available. Product then received and investigation performed.